Event description:
Customer states the use by date on the aviva test strip vial label is 09/30/2011; MFR's batch record confirmed the actual use by date to be 09/30/2009. No adverse event reported. Requested return of product, replacement sent.